Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, an attempt was made to deploy a vasoseal es. During the deployment procedure, the physician pulled back on the locator and no resistance was felt and the j segment was seen bent over on itself at the skin surface. The physician attempted to reposition the locator by advancing it into the tissue tract and then retracting the j segment. The physician positioned the locator and re-deployed the j segment and again when the physician pulled back on the locator, no resistance was felt. The locator was pulled out of the tissue tract and it was noted that the j segment was not intact. Flouroscopy was used to visualize the groin and the j segment was noted in the patient's tissue tract. An attempt was made to treat the patient with prophylactic antibiotics, but the patient was allergic to antibiotics. The j segment was left in the tissue tract.